Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03342. It was reported that prior to elective ipg replacement procedure on (B)(6) 2020, patient¿s right lead showed high lead impedance values. During procedure, after opening ipg pocket it was found out that patient has a twiddler¿s syndrome and hence lead and extension are wrapped up around each other. It was also noticed that right lead had migrated.